Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician found there was no audio¿. The unit was triaged and the reported condition was confirmed. No audible tones were observed. The buzzer volume was checked and found to be midrange. The unit was disassembled. Visual inspection found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on, (B)(6) 2018, service found that there was no audio.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.